Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation (fa status = cancelled), but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.